Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Normal wear and tear. Need to replace this part in all 3 of our uni trays please. Case type: pka. Update (B)(6) 2018: spoke to rep. All 3 devices were observed to have cracks intra-operatively. Surgeon decided to use the 3rd device to avoid a surgical delay. Of the 3 devices, one was disposed by the hospital.